Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was 269 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated the insulin pump did restart and had done a set change and when customer took it out, it was doing a restart. The device will not be returned for analysis.